Event description:
Procedure type: stress urinary incontinence. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. The pt has experienced stress urinary incontinence, detrusor overactivity equivocal for a bladder outlet obstruction. She required a removal of the synthetic sling. Urethralysis, placement of a pubovaginal sling with porcine dermis, cystoscopy and suprapubic catheter placement in (B)(6) 2009.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).